Manufacturer narrative:
Cine image review: cardio-angiogram (cag) shows evidence of severe narrowing in the lad vessel. The images show the vessel being pre-dilated with a balloon device. After the pre-dilation was performed there was still evidence of severe narrowing in the vessel. There are numerous images showing the stent being examined in the vessel. The target lesion appeared to be resistant to concentric deployment of the stent thus giving a possible irregular stent profile. The stent appeared to be fractured in the vessel between the distal and middle portion of the stent. There was also evidence of a perforation and the area where the perforation occurred is at the location of the stent damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a resolute onyx stent was implanted in the rca, and a second resolute onyx was implanted in the lad. The resolute onyx implanted in the lad appeared to be fractured and the patient's vessel was perforated. The vessel was treated and the patient was transferred to another hospital. Both resolute onyx stents remain in the patient. Please note that this device resoulte onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.